Manufacturer narrative:
Our fse (field service engineer) was on not on-site since the customer did not request any service. The customer replaced the patient circuit by themselves and the ventilator functioned after the replacement. We have not received any parts for our investigation. The internal log does not contain any alarms on the given event date. Test log shows that the ventilator failed pre-use check prior to event date. Technical log does not contain any errors that may indicate a ventilator malfunction at the time of the event. The root cause of the reported event is the issue related to patient circuit however we can not find the root cause of the issue with the patient circuit due to lack of information/goods.

Event description:
Manufacturer ref.#: 264393

Event description:
It was reported that the ventilator alarmed for "respiratory rate too high" during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).